Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 133.6080.technical support 1.charge battery pack. 2. Replace backup speaker 3.return to factory for repair. A review of the device history record for sn(B)(6) was performed from date of manufacture 10/30/2017 to present date 11/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was error code 133.6080. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 133.6080. Technical support, charge battery pack, replace backup speaker, return to factory for repair. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/30/2017 to present date 11/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was error code 133.6080. There was no patient involvement.